Event description:
Where do I get myself tested as its all in my body. Where do I get my house tested to prove how much radiation I have in my house. Any information will be appreciated. I need an emergency response.